Manufacturer narrative:
Insulin pump monitored for several days and no blank display noted. Device received with all operating currents within specification and passed a21 error test and displacement test. No unexpected failed battery alarm anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was not turned on and failed battery test. The customer¿s blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer states the contact on the battery cap was neither missing nor damage. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. Customer did not receive failed battery test. The insulin pump will be returned for analysis.